Event description:
It was reported that a spring on the bottom of a footswitch popped out of place. Due to this, the foot pedal would stick down and run on its own. There were no patient complications as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Analysis of the complaint device by medtronic confirmed that there was an issue with the spring. The spring was missing. Medtronic replaced the spring and tested the unit. The pedal no longer sticks. The unit met all manufacturing specifications.